Event description:
A report was received that the trial patient was experiencing pain at the lead site. The patient underwent explant of the leads. The patient was reportedly doing well after the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.